Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse was informed by customer that the issue was due to a broken footswitch and customer was using a spare footswitch instead of the broken one. A new foot switch was ordered and replaced by the customer. After the replacement of footswitch, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wired footswitch was not working, would not do fluoroscopy. No harm has been reported to philips. Philips has started an investigation of the complaint.